Manufacturer narrative:
This device is used for treatment, not diagnosis. (B)(4). There were a total of 4 screws involved in the reported event. The catalog numbers and lot numbers were not provided. Approximate implant date reported as six or seven months prior to explant date ((B)(6) 2012). Investigation could not be completed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided.

Event description:
Approximately six to seven months ago ((B)(6) 2012), patient fell and required an orif procedure to repair the right proximal humerus. Patient was implanted with an lcp proximal humerus plate, 3.5mm locking screws and 3.5mm cortical screws. Patient complained of postoperative pain and surgeon diagnosed patient with symptomatic hardware issues. X-rays taken on (B)(6) 2013 confirmed diagnosis of hardware issues that had been noted two weeks prior. X-rays showed that four proximal locking screws had migrated and were protruding into the joint. Patient underwent revision surgery on (B)(6) 2013 to remove all hardware. No broken hardware noted. There was minimal blood loss during surgery, and total surgery time was 15 minutes. The patient was examined by fluoroscopic x-ray postoperatively and appeared healed. As per the hospital, all removed hardware will be retained by the pathology department and are not available for return. This is 2 of 3 reports for the same event, (B)(4).